Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during rewind process, the blood glucose reading was 480 mg/dl. Troubleshooting was performed and found that the insulin pump did not pass the displacement test. No further information was provided.